Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2as6w, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient states that she has experienced lack of efficacy since on around (B)(6) 2021. She has switched programs on her own and been seen in the urologist¿s office for programming changes since (B)(6) 2021. Her impedances are within normal limits but experience stimulation sensation only in the sacral area on all programs. She denies any falls or other external factors that may have lead or contributed to lack of efficacy. She was scheduled for lead revision which was performed today, (B)(6) 2021. An x-ray on (B)(6) 2021, revealed what was thought to be possible lead migration. Today, 09/27/2021, her lead was replaced. She had a positive low amplitude response on all electrodes intra-op and post op. No further complications were reported.

Manufacturer narrative:
H3: analysis of the lead va2as6wrevealed no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.